Manufacturer narrative:
On august 16, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 500cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient, who's undergone primary breast augmentation with two 500cc mentor memorygel breast implants, suffered right breast pain and right breast capsular contracture (baker grade iii), post-procedure. The patient initially experienced right breast pain after riding a lawnmower and bouncing quite a bit, which prompted for the patient to come in for an examination on (B)(6) 2021. In the examination, along with the capsular contracture, the patient was also diagnosed with right breast superior displacement of the implant. As a result, the patient underwent revision surgery on (B)(6) 2021. During the surgery, the left breast implant was also diagnosed to have capsular contracture (baker grade ii). Subsequently, the patient underwent bilateral capsulotomies, removal and replacement with the following devices: (right) 700cc mentor memorygel breast implant catalog: 3507004bc lot: 7385388 sn: (B)(4) and (left) 700cc mentor memorygel breast implant catalog: 3507004bc lot: 7450939 sn: (B)(4). This medwatch form is for the left breast prosthesis. Complications on the right breast has been reported under mrn: 1645337-2021-05675.